Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were partly provided by an incident form. Lumenis authorized technician inspected major spotting on 640 nm filter as 45-50% of the coating was missing. He then replaced the 640nm filter with a new filter and checked energy output at 515 nm, 590 nm, and 695 nm. All measurements were within +/- 10% of lumenis specification. A lumenis clinical training and healthcare professional reviewed the reported event details and concluded that "hair removal using the 640 ipl filter/m22 device. Pt complaint of a burn on the thigh, upon inspection from service engineers the 640 filter was missing at least 40-50% of the film. 640 cut off filter with 40-50% of the film missing. The user should always inspect the filter before using the device. The filter should be replaced immediately". A review of m22 device labeling um-1024721 revealed the following message about filter replacement procedure: "caution: it is very important to keep the filter clean at all times, otherwise it can harm the patient and cause damage to the module. Replace the filter if it is broken or if the coating is damaged (i.e., spots cover more than 15% of coating surface)". She further concluded this to be 'minor injury' (with a ranking of 3) which was also agreed by a clinical director. A clinical director also concluded that the treatment parameters were within lumenis specification and the 640 nm filter was an optional filter per skin type (skin type 3). While the information received to date does not confirm that the injury lead to permanent damage nor did the injury require medical intervention to preclude permanent impairment and the malfunction is under investigation the company is reporting this event in an abundance of caution. An investigation has been opened regarding this malfunction of burnt filters. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity on bikini area following treatment with lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.